Event description:
Device 2 of 3: reference MFR. Report#: 1627487-2019-02569, reference MFR. Report#: 1627487-2019-02572. It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the scs system was explanted.